Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
An article titled "ai-assisted ubm versus conventional sizing approaches for icl implantation: a retrospective analysis of vault outcomes" about excessive and low vault. Lens rotation and elevated iop were reported. Medication, repositioning and exchange were required.